Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's family said that the patient had no effect after the surgery. Specific symptom was not informed. The whole set of device was explanted in the surgical hospital in 2018, then a cystectomy was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.